Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the patient was showing symptoms of feeling low and the cgm was displaying 11.8mmol/l, compared to the bg meter reading of 6.0mmol/l. The patient was treated with 3 jelly babies. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.